Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: error. Confirmed failure: e2-main board defective. Probable root cause: light engine malfunction front board or main board malfunction heat sink or power supply fan malfunction software malfunction - main board or front board cybersecurity attack.

Event description:
It was reported that thermal event occurred during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that thermal event occurred during procedure.